Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: nunta-aree s, sitthinamsuwan b, boonyapisit k, pisarnpong a. Sw2-year outcomes of subthalamic deep brain stimulation for idiopathic parkinson's disease. J med assoc thai. May 2010;93(5):529-540. Summary: this article studied (B)(6) clinical outcomes, changes of medication and complications following subthalamic nucleus deep brain stimulation in patients who presented with advanced parkinson's disease in (B)(6) to (B)(6) since 2004. Twenty-seven patients with (B)(6) f/u and complete data were enrolled for retrospective eval of unified parkinson's disease rating scale, and 62 patients were enrolled for study of surgical complications. Reportable events: one pt experienced wound infection. One pt experienced a stimulation induced hemiballism. One pt experienced an asymptomatic intracerebral hemorrhage.